Event description:
It was reported that the patient experienced recurrent nighttime hypoglycemia after dinner while using the device, with a documented glucose of 59 mg/dl, and troubleshooting and education were provided to explore potential causes. Symptoms included disrupted sleep and fatigue, though the patient denied acute hypoglycemic symptoms at the time of the recorded low. Outcomes included the need for oral carbohydrate treatment using juice or fruit and ongoing concern about recurrent low glucose. Investigation included a review of available use history with clinical support and user education to assess behavioral or therapy-related contributors. Investigation of this case revealed that the specific root cause of the nighttime lows was unclear based on available information. It was concluded that the event was related to hypoglycemia with an undetermined cause, and continued monitoring and follow-up were indicated. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.